Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07388, 2134265-2014-07389. It was reported that automatic pullback failure occurred. During procedure, it was noted that the motor drive unit was unable to perform pullback. The lcd display was normal. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.